Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing an irregular and fast heart rate and was not feeling well and was wondering if the device battery was dead. Follow up information was obtained and indicated that the patient was seen by the physician and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.